Event description:
Information was received indicating that the gauge to a smiths medical pneupac¿ parapac plus was reported to intermittently be working properly. There were no reported adverse effects.

Manufacturer narrative:
One ventilator was returned for evaluation. Visual inspection of the device found it to be in good physical condition. Device underwent functional testing, found to be consistently delivering to the test lung. The manometer is mirroring the calibrated gauge with peep enabled, as well as no peep. Testing was unable to confirm the reported customer complaint. This investigation revealed no intrinsic evidence to suggest a cause of issue related to manufacturing.